Event description:
It was reported that the device was double counting the qrs complex. The patient received inappropriate hv therapy. Repositioning the lead was discussed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.